Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain") in a female patient who received essure for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient started essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), menorrhagia ("severe bleeding during menstruation") and device difficult to use ("attempted removal of the essure device"). The patient was treated with surgery (hysterectomy). Essure was withdrawn. At the time of the report, the pelvic pain, menorrhagia and device difficult to use outcome was unknown. The reporter considered pelvic pain and menorrhagia to be related to essure. The reporter provided no causality assessment for device difficult to use with essure. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced severe pain (seen as pelvic pain). This event is anticipated in the reference safety information for essure. Essure coils were removed approximately 1 year after insertion. Pelvic pain may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between this event and suspect insert cannot be excluded. This case was regarded as incident since device removal was required. Other nonserious events were reported. A product technical analysis is being sought. No active follow-up is allowed and further information is expected only through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain / pelvic pain / pain / pelvic pain/ constant severe, a lot worse than giving birth pelvic pain"), menorrhagia ("severe bleeding during menstruation / abnorma bleeding (menorrhagia) / menstruation excessive or frequent") and genital haemorrhage ("heavy abnormal bleeding") in a 26-year-old female patient who had essure (batch no. B82471) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "attempted removal of the essure device". The patient's past medical history included multigravida, parity 3 (08apr2009, 27apr2010 and 18aug2013), diarrhea (treated from 23-jul-2011 to 18-dec-2011), ovarian cyst (treated from 23-jul-2011 to 18-dec-2011), pharyngitis (treated on 12-dec-2012), urinary tract infection (treated from 23-jul-2011 to 18-dec-2011), menarche, tonsillectomy, adenoidectomy, urine culture (uti) and abdominal pain (treated from 23-jul-2011 to 18-dec-2011). Previously administered products included for an unreported indication: metronidazole from 2008 to 21-oct-2015, ortho tri-cyclen in 2010, iron, vitamins and prenatal plus. Concurrent conditions included body mass index normal, abdominal discomfort, pelvic discomfort, menses irregular, uterine leiomyoma, smoker (every day - < ½ ppd), anesthesia and bacterial vaginosis. Concomitant products included ibuprofen, norethisterone (norethindrone), oxycodone and paracetamol (acetaminophen). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced allergy to metals ("nickel allergy"). In may 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vaginal infection ("vaginitis") with vaginal discharge, dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In june 2014, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal) (urinary tract)/ uti¿s (two) prior uti in 2009 after birth of oldest child"). In august 2014, the patient experienced migraine ("migraines") and headache ("headaches"). In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with panadeine co (tylenol #3), metronidazole (flagyl), oxycocet (percocet), surgery (hysterectomy / exploratory laparotomy and bilateral salpingectomy) and surgery (on 28-aug-2015 underwent endometrial ablation, dilatation and curettage and hysteroscopy). Essure was removed on 25-jan-2016. At the time of the report, the pelvic pain, menorrhagia and headache had resolved, the genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, vaginal infection, urinary tract infection, migraine, dysmenorrhoea and allergy to metals outcome was unknown and the dyspareunia was resolving. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, urinary tract infection, vaginal haemorrhage, vaginal infection and vulvovaginal pain to be related to essure. No further causality assessment were provided for the product. The reporter commented: she was forced to undergo one or more surgeries to remove one or more of the essure coils. Pfs- she did not claim that essure worsened a previously existing injury/condition. Patient undergo bilateral salpingectomy - exploratory laparotomy and bilateral salpingectomy for essure removal. Current weight: 145 lbs mr- right side - 3 coils, left- 5 coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22 kg/sqm. Hysterosalpingogram - on 8-jul-2014: total bilateral occlusion 25jan2016 : surgical pathological report : gross description: received in formalin in a properly labeled container with the patient name and accession number designated, "bilateral fallopian tube". The specimen consists of both tubes received in one container. The first tube (submitted.in block a) is a large piece of soft red material with a small cyst measuring 6.5 x 2.0 x 1.0 cm. In aggregate- serial sectioning and submitted in block a. The second tuba (submitted in block b) current weight: 145 lbs approximate weight at the time of essure placement: 128 lbs ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s pfs: menorrhagia(confirming periods are longer and heavy), pelvic pain(confirming pelvic pain), dysmenorrhoea(confirming dysmenorrhea) most recent follow-up information incorporated above includes: on 3-apr-2018: plaintiff fact sheet- event allergy to metal was added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain / pelvic pain / pain / pelvic pain/ constant severe, a lot worse than giving birth pelvic pain"), menorrhagia ("severe bleeding during menstruation / abnorma bleeding (menorrhagia)") and genital haemorrhage ("heavy abnormal bleeding") in a 26-year-old female patient who had essure (batch no. B82471) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "attempted removal of the essure device". The patient's past medical history included multigravida, parity 3 ((B)(6) 2009, (B)(6) 2010 and (B)(6) 2013), diarrhea (treated from (B)(6) -2011 to (B)(6) 2011), ovarian cyst (treated from (B)(6) 2011 to (B)(6) 2011), pharyngitis (treated on (B)(6) 2012), urinary tract infection (treated from (B)(6) 2011 to (B)(6) 2011), menarche, tonsillectomy, adenoidectomy, urine culture (uti) and abdominal pain (treated from (B)(6) 2011 to (B)(6) 2011). Previously administered products included for an unreported indication: metronidazole from 2008 to (B)(6) 2015, ortho tri-cyclen in 2010, iron, vitamins and prenatal plus. Concurrent conditions included body mass index normal, abdominal discomfort, pelvic discomfort, menses irregular, uterine leiomyoma, smoker (every day - < ½ ppd), anesthesia and bacterial vaginosis. Concomitant products included ibuprofen, norethisterone (norethindrone), oxycodone and paracetamol (acetaminophen). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced allergy to metals ("nickel allergy"). In (B)(6) 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vaginal infection ("vaginitis") with vaginal discharge, dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and polymenorrhoea ("menstruation excessive or frequent"). In (B)(6) 2014, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal) (urinary tract)/ uti¿s"). In (B)(6) 2014, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with paracetamol (tylenol), metronidazole (flagyl), oxycocet (percocet), surgery (hysterectomy / exploratory laparotomy and bilateral salpingectomy) and surgery (on (B)(6) 2015 underwent endometrial ablation, dilatation and curettage and hysteroscopy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia and headache had resolved, the genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, vaginal infection, urinary tract infection, migraine, dysmenorrhoea, allergy to metals and polymenorrhoea outcome was unknown and the dyspareunia was resolving. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, polymenorrhoea, urinary tract infection, vaginal haemorrhage, vaginal infection and vulvovaginal pain to be related to essure. The reporter commented: she was forced to undergo one or more surgeries to remove one or more of the essure coils. Pfs- she did not claim that essure worsened a previously existing injury/condition. Patient undergo bilateral salpingectomy - exploratory laparotomy and bilateral salpingectomy for essure removal. Current weight: 145 lbs. Mr- right side - 3 coils, left- 5 coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion (B)(6) 2016 : surgical pathological report : gross description: received in formalin in a properly labeled container with the patient name and accession number designated, "bilateral fallopian tube". The specimen consists of both tubes received in one container. The first tube (submitted.in block a) is a large piece of soft red material with a small cyst measuring 6.5 x 2.0 x 1.0 cm. In aggregate- serial sectioning and submitted in block a. The second tuba (submitted in block b). Current weight: 145 lbs. Approximate weight at the time of essure placement: 128 lbs. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s pfs: menorrhagia(confirming periods are longer and heavy), pelvic pain(confirming pelvic pain), dysmenorrhoea(confirming dysmenorrhea). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-aug-2018: quality safety evaluation of ptc (product technical compliant). Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain / pelvic pain / pain / pelvic pain/ constant severe, a lot worse than giving birth pelvic pain"), menorrhagia ("severe bleeding during menstruation / abnorma bleeding (menorrhagia) / menstruation excessive or frequent") and genital haemorrhage ("heavy abnormal bleeding") in a (B)(6) year-old female patient who had essure (batch no. B82471) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "attempted removal of the essure device". The patient's past medical history included gravida ii, parity 3 ((B)(6) 2009, (B)(6) 2010 and (B)(6) 2013), diarrhea (treated from (B)(6) 2011 to (B)(6) 2011), ovarian cyst (treated from (B)(6) 2011 to (B)(6) 2011), pharyngitis (treated on (B)(6) 2012), urinary tract infection (treated from (B)(6) 2011 to (B)(6) 2011), menarche, tonsillectomy, adenoidectomy, urine culture (uti) and abdominal pain (treated from (B)(6) 2011 to (B)(6) 2011). Previously administered products included for an unreported indication: metronidazole from 2008 to (B)(6) 2015, ortho tri-cyclen in 2010, iron, vitamins and prenatal plus. Concurrent conditions included body mass index normal, abdominal discomfort, pelvic discomfort, menses irregular, uterine leiomyoma, smoker (every day - < ½ ppd), anesthesia and bacterial vaginosis. Concomitant products included ibuprofen, norethisterone (norethindrone), oxycodone and paracetamol (acetaminophen). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vaginal infection ("vaginitis") with vaginal discharge, dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2014, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal) (urinary tract)/ uti¿s (two) prior uti in 2009 after birth of oldest child"). In (B)(6) 2014, the patient experienced migraine ("migraines") and headache ("headaches"). In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with panadeine co (tylenol #3), metronidazole (flagyl), oxycocet (percocet), surgery (hysterectomy / exploratory laparotomy and bilateral salpingectomy) and surgery (on (B)(6) 2015 underwent endometrial ablation, dilatation and curettage and hysteroscopy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia and headache had resolved, the genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, vaginal infection, urinary tract infection, migraine and dysmenorrhoea outcome was unknown and the dyspareunia was resolving. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, urinary tract infection, vaginal haemorrhage, vaginal infection and vulvovaginal pain to be related to essure. The reporter commented: she was forced to undergo one or more surgeries to remove one or more of the essure coils. Pfs- she did not claim that essure worsened a previously existing injury/condition. Patient undergo bilateral salpingectomy - exploratory laparotomy and bilateral salpingectomy for essure removal. Current weight: (B)(6) lbs. Mr- right side - 3 coils, left- 5 coils . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion . (B)(6) 2016 : surgical pathological report : gross description: received in formalin in a properly labeled container with the patient name and accession number designated, "bilateral fallopian tube". The specimen consists of both tubes received in one container. The first tube (submitted.in block a) is a large piece of soft red material with a small cyst measuring 6.5 x 2.0 x 1.0 cm. In aggregate- serial sectioning and submitted. The second tuba (submitted). Current weight: (B)(6) lbs. Approximate weight at the time of essure placement: (B)(6) lbs. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s pfs: menorrhagia(confirming periods are longer and heavy), pelvic pain(confirming pelvic pain), dysmenorrhoea(confirming dysmenorrhea). Most recent follow-up information incorporated above includes: on 21-feb-2018: pfs and medical records received. Events- "abnormal bleeding (vaginal), vaginitis, infection (bladder/urinary tract/vaginal) (urinary tract)/ uti¿s (two) prior uti in 2009 after birth of oldest child, migraines, headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse)" lot number, reporter, historical condition. Historical and concomittant condition, lab data added from medical record. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain / pelvic pain / pain / pelvic pain/ constant severe, a lot worse than giving birth pelvic pain"), menorrhagia ("severe bleeding during menstruation / abnormal bleeding (menorrhagia)") and genital haemorrhage ("heavy abnormal bleeding") in a (B)(6)-year-old female patient who had essure (batch no. B82471) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "attempted removal of the essure device". The patient's past medical history included multigravida, parity 3 ((B)(6) 2009, (B)(6) 2010 and (B)(6) 2013), diarrhea (treated from (B)(6) 2011 to (B)(6) 2011), ovarian cyst (treated from (B)(6) 2011 to (B)(6) 2011), pharyngitis (treated on (B)(6) 2012), urinary tract infection (treated from (B)(6) 2011 to (B)(6) 2011), menarche, tonsillectomy, adenoidectomy, urine culture (uti) and abdominal pain (treated from (B)(6) 2011 to (B)(6) 2011). Previously administered products included for an unreported indication: metronidazole from 2008 to (B)(6) 2015, ortho tri-cyclen in 2010, iron, vitamins and prenatal plus. Concurrent conditions included body mass index normal, abdominal discomfort, pelvic discomfort, menses irregular, uterine leiomyoma, smoker (every day - < ½ ppd), anesthesia and bacterial vaginosis. Concomitant products included ibuprofen, norethisterone (norethindrone), oxycodone and paracetamol (acetaminophen). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced allergy to metals ("nickel allergy"). In (B)(6) 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vaginal infection ("vaginitis") with vaginal discharge, dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and polymenorrhoea ("menstruation excessive or frequent"). In (B)(6) 2014, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal) (urinary tract)/ uti¿s"). In (B)(6) 2014, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with paracetamol (tylenol), metronidazole (flagyl), oxycocet (percocet), surgery (hysterectomy / exploratory laparotomy and bilateral salpingectomy) and surgery (on (B)(6) 2015 underwent endometrial ablation, dilatation and curettage and hysteroscopy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia and headache had resolved, the genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, vaginal infection, urinary tract infection, migraine, dysmenorrhoea, allergy to metals and polymenorrhoea outcome was unknown and the dyspareunia was resolving. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, polymenorrhoea, urinary tract infection, vaginal haemorrhage, vaginal infection and vulvovaginal pain to be related to essure. The reporter commented: she was forced to undergo one or more surgeries to remove one or more of the essure coils. Pfs- she did not claim that essure worsened a previously existing injury/condition. Patient undergo bilateral salpingectomy - exploratory laparotomy and bilateral salpingectomy for essure removal. Current weight: (B)(6). Mr- right side - 3 coils, left- 5 coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion (B)(6) 2016 : surgical pathological report : gross description: received in formalin in a properly labeled container with the patient name and accession number designated, "bilateral fallopian tube". The specimen consists of both tubes received in one container. The first tube is a large piece of soft red material with a small cyst measuring 6.5 x 2.0 x 1.0 cm. In aggregate- serial sectioning and submitted. The second tube. Current weight: (B)(6). Approximate weight at the time of essure placement: (B)(6). ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s pfs: menorrhagia(confirming periods are longer and heavy), pelvic pain(confirming pelvic pain), dysmenorrhoea(confirming dysmenorrhea). Most recent follow-up information incorporated above includes: on 10-may-2018: pfs received. Event menstruation frequent or excessive was added incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 30-jan-2017: quality safety evaluation of ptc. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced severe pain (seen as pelvic pain). This event is anticipated in the reference safety information for essure. Essure coils were removed approximately 1 year after insertion. Pelvic pain may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between this event and suspect insert cannot be excluded. This case was regarded as incident since device removal was required. Other nonserious events were reported. A product quality defect could not be confirmed but is considered plausible. However, the reported medical events are not indicative of a quality deficit per se. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain / pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "attempted removal of the essure device". On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("severe bleeding during menstruation"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (hysterectomy / forced to undergo one or more surgeries to remove essure coil). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, menorrhagia, pelvic pain and vulvovaginal pain to be related to essure. The reporter commented: she was forced to undergo one or more surgeries to remove one or more of the essure coils. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 23-oct-2017: follow up from summons-new events abdominal pain, vaginal pain, severe cramping and heavy abnormal bleeding were added. Product start and stop date was updated. Reporter was added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.